Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. An annex b code was added. Additional codes. The annex f code was updated. Product analysis: although the complaint device was discarded, procedural images (one static image and two media files) were submitted to medtronic for review. Of note, the patient¿s executive summary was not provided for anatomical review. Fluoroscopic inspection of the valve load was performed and a misload was present with an overlap observed to node 4 of the valve frame. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the device instructions for use, if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, despite the misload, the valve was attempted to be implanted resulting in an infold in the valve frame. The infolded valve was withdrawn from the patient and deployed on the sterile table which confirmed the presence of an infold. The infold was characterized by an inward fold or crease in the valve, extending from the inflow. Infolding can occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Furthermore, recapturing an infolded valve will not resolve the infold. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of a transcatheter aortic valve, an underexpanded frame was visible. The procedure involved a certified and experienced crimper who crimped the valve without any abnormalities. During a fluoroscopic check, an overlap up to node 4 was observed. The device was extracted, and a new valve was successfully implanted. No patient complications have been reported as a result of this event. Additional information was received to report a procedural delay occurred as a result of the system replacement. Per the physician, no patient anatomical abnormality contributed to the valve frame issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of a transcatheter aortic valve, an underexpanded frame was visible. The procedure involved a certified and experienced crimper who crimped the valve without any abnormalities. During a fluoroscopic check, an overlap up to node 4 was observed. The device was extracted, and a new valve was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.